Event description:
It was reported that the insert did not lock with the trident cup. Therefore, the surgeon implanted a spare product instead of it.

Manufacturer narrative:
Associated device: trident hemispherical multi, catalog # 508-11-54e, lot 39369501. A visual inspection of the returned device showed minor scratches and indentations on the locking circumference of the returned insert, indicative of an attempted implantation with a shell. A functional inspection was performed whereby the returned insert was mated with a shell. The insert successfully locked with the shell. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. The root exact root cause of this specific event could not be determined however there is no indication available to suggest it is device related.